Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device will be returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 495 mg/dl. The customer experienced abdominal pain and shortness of breath prior to the hospitalization, and had been experiencing high blood glucose levels for the past week. The caller declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.